Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading her blood test as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017, around 7:33am. The patient reported that she tested her blood and obtained result of ¿265mg/dl¿ on the subject meter. However, the result was displayed as a control solution. The patient manages her diabetes with insulin (self-adjuster) and reported increasing her medication based on the result she obtained. The patient stated that she developed symptoms of ¿shaky, felt really cold and brain couldn't think well¿, 1 hour after the alleged issue began and reported that she self-treated with a glucose tablet within 5 minutes of the symptoms developing. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed that the correct testing steps were performed subject meter was set to the correct unit of measure. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate result obtained with the subject meter.